Event description:
During a case involving a very tortuous lad with three 90 degree bends, as the stent delivery system (sds) was advanced, it would not go past the third bend. The guiding catheter was deep seated, but the sds would not cross, so it was removed from the pt. Another stent delivery system (sds) was used, but it did not cross. Another guide wire was advanced as a buddy wire for strength and the sds was tried again, but still would not cross. Another two stents were advanced, but they would not cross. The guide wires were then removed and a ball of metal was found on one of the guide wires, two inches from the tip. The zeta stent delivery system (sds) was then noted to be missing the stent. Reportedly, there was no pt injury and no intervention was required.